Event description:
Initial and add'l info was rec'd from a medical assistant on (B)(6)-2010. A (B)(6) male consumer was treated with sodium hyaluronate (hyalgan) (lot# 126800, expiration date 30-jun-2012) 20 mg/dl on (B)(6)-2009 for arthritis in the knee. He began to develop pain and swelling in the left knee on (B)(6)-2009 and it worsened over time. The pt went to the office on (B)(6)-2009 and the physician aspirated cloudy fluid from the knee for cultures and sent the pt to the emergency room. In the emergency room fluid was also drawn from the knee for a culture and he was admitted to the hosp. The cultures drawn in the office and the culture drawn in the emergency room were negative. The pt was treated with antibiotics and was discharged on (B)(6)-2009. At the time of the report, he recovered from the events. He has discontinued treatment with sodium hyaluronate. The physician believed that the pain and swelling in the left knee was related to sodium hyaluronate. No further relevant info reported.